Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a left side deflation, burning and back pain. Health professional reported left side deflation. Device has been explanted and replaced.

Event description:
Patient reported a left side deflation, burning and back pain. Health professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on anterior side assessed as surgical damage, observed delamination partial of the valve (adhesive failure) and observed cracked valve seat diaphragm valve. Pain: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed non penetrating nicks. No further actions are required as the device was implanted.

Event description:
Patient reported a left side deflation, burning and back pain. Health professional reported left side deflation. Device has been explanted and replaced.